Event description:
Material no: unknown batch no: unknown it was reported that before use of the unspecified syringe the syringes have clear fluid or condensation inside the packaging. And when syringe is pulled apart the black bung of the plunger feels sticky. The following information was provided by the initial reporter: airman was calling to report clear fluid or condensation inside the packaging of various sizes of bd syringes. He also noted when they pull apart the syringe the black bung of the plunger feels sticky. It¿s a random issue and not evident with every syringe they open.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
D.3. Medical device manufacturer: becton dickinson medical systems canaan. G.3. Manufacturing location becton dickinson medical systems canaan.

Event description:
Material no: 303134 batch no: unknown. It was reported that before use of the unspecified syringe the syringes have clear fluid or condensation inside the packaging. And when syringe is pulled apart the black bung of the plunger feels sticky. The following information was provided by the initial reporter: airman was calling to report clear fluid or condensation inside the packaging of various sizes of bd syringes. He also noted when they pull apart the syringe the black bung of the plunger feels sticky. It¿s a random issue and not evident with every syringe they open.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown, batch no: unknown. It was reported that before use of the unspecified syringe the syringes have clear fluid or condensation inside the packaging. And when syringe is pulled apart the black bung of the plunger feels sticky. The following information was provided by the initial reporter: (B)(6) was calling to report clear fluid or condensation inside the packaging of various sizes of bd syringes. He also noted when they pull apart the syringe the black bung of the plunger feels sticky. It¿s a random issue and not evident with every syringe they open.